Manufacturer narrative:
Continuation of d10: product ID 97755, serial# (B)(6), product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6), h3: analysis of the 97755 intellis recharger s/n (B)(6), revealed that "recharger problem, cannot continue, call medtronic" message was shown. This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that they were charging their implant and got an error message that said "system problem rm03." Caller stated they weren't able to continue to charge which freaked them out. On saturday, they called and spoke with two manufacturer representatives (rep), who tried a bunch of different things over the phone including resetting the controller battery a few times and resetting the controller with the recharger still connected. Caller stated they were ablt to get it to work enough on saturday but the message came back again eventually and again on sunday. Caller stated they just kept resetting the battery on the controller over and over again. Caller added that they noticed in the days leading up to this error message starting, they were having to readjust the antenna more often than usual to get to the excellent recharging. Caller added the antenna was feeling a little warmer than usual and previously they never noticed any warmth with it. Caller stated the reps recommended calling patient services to replace the recharger and controller. Agent had caller reset the controller battery and examine all components for damage. Caller denied visible damage to the controller or recharger but noted the cord on the recharger looks worn and a tiny bit white where the cord connects to the antenna. Caller mentioned that they had gone into the menu to look at the past error codes and at one point saw "rt24." The issue was not resolved. No symptoms were reported.